Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reloads were fully fired with the interlock engaged. Microscopic evaluation noted that the reloads had damage to the cutting edge of the knife blade. Functionally, the reloads were loaded into a post market vigilance instrument, the interlocks were overridden, and the reloads were cycled without hesitation and were applied to test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy, when they cut the tissue, the stapler was able to fire and there was a bad staple line on the seven reloads used. They used another device to complete the case. There was no patient injury.